Event description:
It was reported that a clearlink extension set experienced a no flow, ¿fluid would not pass through.¿ this malfunction occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The exact date that the malfunction occurred is unknown; however, it is known to have occurred in (B)(6). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned; therefore, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.